Manufacturer narrative:
A field service engineer (fse) confirmed the wbc dispenser (pm3) and actuator for vl7 were faulty causing the erroneous high wbc results. The fse replaced the parts resolving the issue. The fse also confirmed the faulty actuator for vl6 along with dirty hgb cuvette and hgb vent pathway caused erroneous hgb and rbc indices results. The fse replaced the hgb cuvette, vl6 actuator and flushed the vent pathways resolving the issue. The repairs were verified per established service procedures. The beckman coulter internal identifier for this event is (B)(6).

Event description:
The customer reported getting high white blood count (wbc) and hemoglobin (hgb) results on the coulter lh 780 hematology analyzer. No erroneous results were reported out of the lab and there was no change or effect to patient treatment in connection with this event.

Manufacturer narrative:
Device manufacturing date was revised to reflect correct date.